Event description:
It was reported that during use, whilst inserting the foley catheter in the patient the balloon did not inflate. They tried again with no joy. Patient was not harmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, whilst inserting the foley catheter in the patient the balloon did not inflate. They tried again with no joy. Patient was not harmed. Per investigator's notification received on 24sep2025, it was reported that tear on catheter was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all silicone foley catheter attached to the drainage bag. Inflated catheter using in house syringe and 10ml mbs. Solution immediately leaked into drainage lumen causing lumen to lumen leak. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.